Manufacturer narrative:
Additional information was provided in b.5. And d.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that straight leading haptic, during lens loading. There was no patient harm and surgery was completed woth another lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, haptic not straight. The surgery was completed on same day. There was no patient contact. Additional information has been requested.